Manufacturer narrative:
(B)(4). A revision surgery was performed because a physician in charge of a patient noticed that the set screw of an implanted pedicle screw / rod construct had loosened. The revision surgery was complete successfully. Review of manufacturing quality records indicate the device is compliant. The event occurred outside the us and the investigation is ongoing by the manufacturer.

Event description:
Revision surgery was performed on a patient that had a loosened set screw.